Event description:
Through follow up with the healthcare provider edwards learned that the patient underwent transcatheter valve-in-valve intervention due to severe mitral bioprosthetic valve stenosis and regurgitation. It was learned that post deployment the valve had excellent hemodynamics. The patient was returned to the coronary intensive care unit in stable condition.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a second device, a transcatheter 29mm was implanted inside a 31mm bioprosthetic valve in the mitral position using a valve-in-valve intervention due to unknown reasons. The implant duration of the original device at the time of the procedure was nine (9) years and five (5) months. Both devices remain implanted. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that the device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Without device return or additional information the root cause of the event remains indeterminable and clinical observation cannot be confirmed.